Event description:
It was reported that this right ventricular (rv) lead perforated the heart of this patient. The lead exhibited loss of capture (loc) and sensing issues. The patient was admitted to the hospital. The lead was revised and repositioned. The lead remains in service. No additional adverse patient effects were reported.